Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that the patient was just implanted and their stimulation was too strong. They wanted to turn it down and stop the pain. The patient was experiencing a shocking or jolting sensation that began about an hour prior to the report. The stimulation was going up their nether regions. They were also feeling a poking in that area. The stimulation was at 2.4v and dropped it down to 2.10v. The patient saw a poor communication screen a couple of times. They were not feeling the ¿fluttering¿. The patient¿s mind was fuzzy since they got out of surgery. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.